Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04481. It was reported during an interrogation of the system low impedance was identified with the patient's lead. The patient cannot feel stimulation change when the amplitude is increased. The patient's ipg was showing a low battery warning; it was reported this issue could be passivation, as the low battery flag was cleared, and the patient has low program settings. It was also reported the patient receives a brief shock when the system is turned on. The physician ordered an x-ray of the system to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.